Event description:
Related manufacture reference number: 2017865-2022-04387. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing causing pacing inhibition and inappropriate mode switch. It was also noted that the right ventricular lead exhibited high pacing impedance and was suspected to be fractured. Both leads were explanted and replaced on (B)(6) 2022. The patient was in stable condition.